Manufacturer narrative:
D4 unique identifier (UDI) number: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) number and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of adverse event related to procedure. It is noted that the event of dissection is a known adverse event associated with device use.

Event description:
It was reported a dissection greater than type c requiring an intervention occurred. In (B)(6) 2026, the 2.25 x 15 mm target lesion located at the left anterior descending vessel with mild calcification was pretreated with three devices: a 2.00 x 15 mm non-compliant balloon inflated 2 times at 22 atm, a 2.00 x 6.0 mm wolverine cutting balloon inflated 6 times at 12 atm, and a 2.25 x 30 mm non-compliant balloon inflated one time at 12 atm, resulting in 60% stenosis and timi flow 3. Post pretreatment, a dissection greater than type c was noted and additional intervention was needed. Corrective actions included medication administration. The final procedure included an additional stent and ptca dilatation catheter resulting in 0% stenosis and timi flow 3. Incident resolution was achieved by (B)(6) 2026.